Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirms that the impactor head fractured. The device also exhibits excessive wear, scratches and nicks). Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. The root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary hip procedure the white plastic on the impactor was fractured. There was no injury to the patient, body or health.